Event description:
Initial report from user did not include information about arterial monitor failing to stop the arterial pump when the false alarm condition occurred. This was reported to terumo in 01/2003. During bypass surgery, the 8000 arterial monitor gave an overpressure alarm with no overpressure condition present and then the alarm cleared. The arterial pump should have stopped when the alarm occurred, but it did not stop. The monitor reset itself and the user was able to again monitor pressures and the timers became functional. After the case the user created a high pressure situation and the system alarmed and stopped pumps as expected.